Event description:
It was reported "(B)(6) 2022 rn noticed leaking from the hub of the purple lumen where the cap is placed at the end of the line. Rn tried changing the cap and it still leaked. PICC rn looked at it and found it leaking slowly from in between the hub and the cap. PICC rn change the cap again and it continued to leak. It was leaking only clear fluid from the IV fluids and the flush. The cap appeared to fit properly/snuggly. The lumen flushed easily, with great blood return. The hub itself was intact, nothing appeared damaged. The red lumen worked perfectly."

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of refx5564 showed 39 other similar product complaint(s) from this lot number.